Event description:
Patient undergoing laparoscopic supracervical hysterectomy. During the procedure, it was noted that the white piece on the tip of the harmonic scalpel was peeling off. Harmonic scalpel replaced and procedure continued without incident.